Event description:
Patient reported the infusion device displayed an e8 (power interrupt) message after changing the battery. Patient stated she changed the battery because her battery went dead. Had patient press the menu button; no response. Verified menu button responds intermittently. Patient stated if she presses the menu button hard, it will sometimes respond. Patient reported the issue began a few weeks ago. Patient stated the rubber of the check button is also peeling exposing the metal underneath. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.